Manufacturer narrative:
A follow-up report will be submitted once the investigation is complete.

Event description:
The customer reported that the ventilator alarmed with data acquisition pcba adc reference failed .the customer reported the unit was in use on patient, but there was no patient harm.

Manufacturer narrative:
The manufacturers service engineer was able to duplicate the reported problem. The manufacturers service engineer repaired the unit by replacing the data acquisition board. Necessary tests were conducted to certify restoration to operation conditions prior to the failure.